Event description:
It was reported that the pump displayed an error in line. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the tamper seal removed, a scratched lens, and a bubbled dso seal. During the functional testing, the customer reported problem was unable to be confirmed and no problem was found. Preventative maintenance was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.